Manufacturer narrative:
Updated h3: device evaluated by manufacturer. Updated h6: type of investigation (b). Updated h6: investigation findings (c).

Event description:
According to the facility, the patient was raising the bed. While raising the bed, the left side of the foot board got stuck and didn't rise with the rest of the bed. This caused them to slide and fall out of the bed.

Manufacturer narrative:
According to the facility, the patient was raising the bed. While raising the bed, the left side of the foot board got stuck and didn't rise with the rest of the bed. This caused them to slide and fall out of the bed. Per the facility, a technician came out to resolve the issue by replacing the broken footboard. The patient was not harmed, the patient is "fine" and had no further concerns." No medical treatment or follow-up care needed for the individual. Two incident dates were reported, on (B)(6) 2026. No additional information at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.